Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 27 mmol/l. Customer was treated with insulin pump for high blood glucose. The insulin pump will be returned for the further analysis.